Event description:
It was reported that after suturing the pocket of the new implant the physician noticed the suture sleeve was poking into the underside of the skin and was worried about future erosion. The physician decided to open the pocket again and re-adjust the suture sleeve position. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that after suturing the pocket of the new implant the physician noticed the suture sleeve was poking into the underside of the skin and was worried about future erosion. The physician decided to open the pocket again and re-adjust the suture sleeve position. Follow-up was conducted and clarified that the procedure to correct the suture sleeve did not happen at implant but several months later. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.